Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported they were having trouble with their leg and the issue began probably the end of january of first week of february. Patient stated if they were sitting and the position was showing upright, then they didn't feel the stimulation on their leg so they would have to turn the stimulation up. Patient noted when the check position was working correctly when they would sit it was set at a higher level. Patient noted they had to turn down the stimulation before they stood up. Patient got the implant for their damaged nerves. Agent redirected patient to their hcp to connect with a representative for readjustment. Agent provided nas phone number and reviewed role of representatives. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported their check position showed that they were upright when they were sitting and the issue began around the 1st of april. During the call patient sat down and went into their check position screen and pressed recheck. After a couple of minutes their position still showed upright. The issue did not resolve. Agent redirected patient to their hcp to connect with a representative for readjustment. Agent provided nas phone number and reviewed role of representatives.redirected caller: patient's hcp